Event description:
It was reported that the patient experienced a change in therapy effect and a return of symptoms including hypertonia and priapism beginning in 2008. Reservoir volumes were checked and were within specifications. The hcp was unable to withdraw from the catheter for a catheter dye study. Xrays and an indium study were performed. The xray was normal; "slow flow" was noted on the indium study. The lioresal dosage was increased with no benefit; concentration and daily dose of baclofen being delivered via the pump were not reported. It was determined that there was a catheter kink; the pump and catheter were replaced. The patient outcome was reported as "patient recovered without sequelae".

Manufacturer narrative:
Results code used for the catheter.